Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The reported device was returned for investigation. Visual evaluation of the returned device identified fracture near the screw head ¿ threaded portion of the screw was not returned. Functional testing could not be performed due to the nature of the devices and event. No pre-existing conditions were noted on the product experience report (per). The products were intended for tooth # 13. X-ray or picture images were not provided. A device history record review (DHR) could not be performed since the lot number associated to the item was not provided. However, zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product. A complaint history review by item number was conducted for the screw dating back to 12 months. The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/ie/product holds for the reported product for similar events (complaint category keyword: functional: fracture: screw). Complainant reported that the abutment screw fractured in the patient's mouth. The reported complaint was confirmed. A definitive root cause for this complaint could not be determined.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4).

Event description:
It was reported by that the abutment screw fractured in the patient's mouth.